Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was returned for further evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). To date it is unknown if the actual defective device is available for further evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports, epidural was accidentally placed intrathecally. After epidural infusion, decision was made to leave catheter in place for 24 hours and epidural was capped with a 3ml syringe. Patients catheter connector open during the night and patient lost significant amount of csf. Patient had severe headache regardless of position. Neuro-surgery consult was done due to patient headache and unknown loss of csf. Patient had to have (2) blood patches and an MRI showing hematoma in the brain. Patient had no deficits noted related to hematoma.